Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for implant procedure. The right atrial lead could not be implanted. The physician attempted several times results were the same, it was decided to use a single chamber pacemaker to complete the procedure. The patient did not experience any adverse consequence.